Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for birth control. In or around 2014, plaintiff began to experience symptoms that included, but are not limited to, heavy bleeding, irregular periods, painful intercourse, and chronic pelvic pain. In or around (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since intervention (unspecified pelvis surgery) was required. Product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016. Ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since intervention (unspecified pelvis surgery) was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure device is still embedded in my uterus"), device expulsion ("part of the essure device is still embedded in my uterus"), embedded device ("part of the essure device is still embedded in my uterus"), device dislocation ("malposition of essure device: location of device: slightly dispositioned in left / migration of essure device"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2003), shoulder operation from (B)(6) 2012 to (B)(6) 2012, anemia, uterine leiomyoma (note- 1.7 cm), hematuria (evaluated by urology), pelvic inflammatory disease in 1997, c-section in 2004 and cholecystectomy in 2004. She had no known drug allergies.alcohol: amount used- 3/month. Concurrent conditions included obesity, anesthesia general, uterine bleeding, uterine fibroids and nonsmoker. Family history included breast cancer (aunt), diabetes mellitus (grandmother (paternal)), hypertension (grandmother (paternal)), prostate cancer (father) and trigeminal neuralgia (mother ). Concomitant products included nuvaring from 2012 to 2014 for birth control. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("fallopian tubes were spasming"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("they could not remove it in"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("pain/ lower abdominal area (constant, severe) "), dysmenorrhoea ("dysmenorrhea (cramping) "), dyspareunia ("painful intercourse") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery ((B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage), surgery ((B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage), surgery ((B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage), surgery ((B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage) and surgery ((B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, embedded device, device dislocation, pelvic pain, genital haemorrhage, complication of device removal, menstruation irregular, vaginal haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia and fallopian tube spasm outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: paient tolerated the procedure well stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Pregnancy test urine - on an unknown date: negative on (B)(6) 2015:hysterosalpingogram: left device somewhat distal in fallopian tube quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2018: plantiff fact sheet & medical record received. Events abnormal bleeding, vaginal, menorrhagia,migration of essure device, dysmenorrhea (cramping),lower abdominal area pain, fallopian tubes were spasming, essure embedded, partial expulsion , device removal complication were added.lot number updated. Lab data updated. Concomitant conditions & drugs are added. Historical condition & drugs are added. Product, patient & reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure device is still embedded in my uterus"), device expulsion ("part of the essure device is still embedded in my uterus"), embedded device ("part of the essure device is still embedded in my uterus"), device dislocation ("malposition of essure device: location of device: slightly dispositioned in left / migration of essure device / malposition of essure device: location of device: slightly dispositioned in left / migration of essure device"), pelvic pain ("chronic pelvic pain / pain pelvic pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "they could not remove it in". The patient's past medical history included gravida I, parity 1 (B)(6) 2003), shoulder operation from february 2012 to june 2012, anemia, uterine leiomyoma (note- 1.7 cm), hematuria (evaluated by urology), pelvic inflammatory disease in 1997, c-section in 2004 and cholecystectomy in 2004. She had no known drug allergies. Alcohol: amount used- 3/month. Concurrent conditions included obesity, anesthesia general, uterine bleeding, uterine fibroids and nonsmoker. Family history included breast cancer (aunt), diabetes mellitus (grandmother (paternal)), hypertension (grandmother (paternal)), prostate cancer (father) and trigeminal neuralgia (mother). Concomitant products included nuvaring from 2012 to 2014 for birth control. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("fallopian tubes were spasming"). In january 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"). In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal pain lower ("pain/ lower abdominal area (constant, severe)") and dyspareunia ("painful intercourse"). The patient was treated with surgery (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage), surgery (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage), surgery (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage), surgery (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage) and surgery (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes) hysteroscopy dilation and curettage). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, embedded device, device dislocation, pelvic pain, genital haemorrhage, menstruation irregular, vaginal haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia and fallopian tube spasm outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Pregnancy test urine - on an unknown date: negative on mar-2015:hysterosalpingogram: left device somewhat distal in fallopian tube quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.